Event description:
Additional information was received from the manufacturer representative reporting that the physician decided not to explant as the patient was already 81 years old and not feeling well because of another illness.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3982, serial/lot #: unknown. Product ID: 3982, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was belt-like pain on the area of the ins battery (in the abdomen). The problem occurred when trying to put more power; however, impedance values were ok. Since no other fault could be found now, the hcp was wondering if the extension could be replaced or what other options were available? The hcp also asked if the connection to the old model lead required a lead replacement. It was noted that the patient had their ins battery replaced in 2018 and that an adapter was added at that time. Additional information was received from the rep. Impedance was checked, and the leads were checked. The implanted leads were over 20 years old and the patient was (B)(6) years old, so the physician decided to explant the battery and leads. The event was resolved. No serial number information was available. It was noted that this information was confirmed with the physician/account.